Event description:
In 2007, the lay user/pt contacted lifescan united kingdom alleging the "low battery, replace now!" Prompt was appearing on the display of the one touch ultra 2 meter. The medical affairs specialist sent follow-up questions to the customer service rep (csr) in the another country to ask the pt. The pt states, he has had the meter since early 2007. About 2 months prior to contacting lifescan, the pt replaced the batteries because he was seeing the "low battery replace battery now!" Prompt on the meter display. According to the owner's booklet, this prompt means there is not enough power to run another blood glucose test. Two weeks after replacing them initially, he saw the same message on the meter display and had to replace the batteries again. On the morning of nine and a half months later, the pt once again saw the same message on the meter display and was not able to test his blood sugar. The pt gave himself 14 units of insulin at that time as he thought his blood sugar was high but did mention a reading of 8.7 mmol/l the night before at 11pm. He did not specify why he felt it was high. The pt normally takes 12 units of insulin in the morning and 18 units in the afternoon. He injects extra units when his results are above 10 mmol/, but was not able to specify how many units he would take. At around 3 pm on the same day, the pt felt symptoms of dizziness and shaking which he attributes to hypoglycemia. He drank a sweet beverage at that time and felt better shortly thereafter. The pt had not eaten any more or less than his normal diet before the time of the symptoms. The pt tests his blood sugar 3 times per day. The pt states, the symptoms are not very frequent, explaining that they have only happened once in the past 2 months. The pt did not replace the batteries this time and has not been able to test on his meter since. Because the pt is not able to test on his meter, he is currently regulating his diet more carefully by not eating sweets but eating regularly to avoid hypoglycemic symptoms. He had no further symptoms since that day. The csr determined during the troubleshooting telephone call that there was no meter trauma and this was not a new product. This complaint is being reported because the pt alleged he could not test his blood glucose due to the product's power issue, injected extra insulin, and experienced symptoms of hypoglycemia. The power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection lifescan will inform FDA of the results in a supplemental report.